Event description:
It was reported by a neurologist that a vns patient recently implanted on (B)(6) 2011, had high impedance on (B)(6) 2011. Operation notes from the surgeon indicated that everything was ok at the time of implant. Patient underwent surgery on (B)(6) 2011 and only generator was replaced. The generator could not be interrogated pre-operation but after generator replacement all diagnostics were normal. Good attempts for retrieval of product have been unsuccessful to date.